Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an occlusion alarm. There was no known impact to the customer's blood glucose (bg) level. A pump system check was performed and the occlusion was found to be within the cartridge. Reportedly, the cartridge had been in use for 3 days. Tandem technical support advised the customer to follow labeling and only use the cartridge up to 48 hours. During the occlusion troubleshooting, the customer observed white spots all over the tubing and stated that the pigtail region near the cartridge felt hard.